Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced alert 38 motor stalls and persistent hyperglycemia after dinner despite meal announcement, with suspected infusion failure associated with a reported scar tissue site; troubleshooting included disconnecting tubing, restarting the pump, and refilling the tubing, and the event resolved after a supply change. Symptoms included hyperglycemia with a highest reported glucose of 315 mg/dl over an extended period. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during the process, with the medical device problem characterized as failure to infuse and the implicated device component identified as the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.